Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the hcp held each screw box as they tightened the set screws and noticed one of the screen ones rotated 90 degrees. They were able to twist the screw box back into the correct orientation. Impedances were checked and within normal limits. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.